Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded different episodes where appropriate anti-tachycardia pacing (atp) caused rhythm acceleration into ventricular fibrillation (vf), where shocks were needed to convert the arrhythmia. Furthermore, under sensing due to blanking periods was observed at times. Health care professional (hcp) requested a field representative to adjust atp pattern. The ICD remains in service at this time. No additional adverse patient effects were reported.